Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery light is on and alarm keeps going off. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow up report - resolution and disposition: the fse reported the backup battery was replaced to address the reported problem.